Event description:
New information received notes programming changes were made to restore bluetooth connectivity as of 13 nov 2023, which is how the issue was resolved.

Event description:
It was reported that the patient's implantable cardioverter defibrillator failed to perform daily device check due to suspected bluetooth telemetry issue. No intervention was performed. There were no patient consequences.

Event description:
New information received noted that ble telemetry was restored. Further information regarding how the issue was resolved was not provided.